Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18d005, 18a015, 18b006, 17j045, and 18d004. Of the eight (8) events, the device for six (6) events were not received for evaluation; therefore, a device analysis could not be completed. The actual device for one (1) event was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No signs of a rupture or other issues were observed during evaluation of the provided photograph. The reported condition was not verified. The device for one (1) event was returned for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18d005, 18a015, 18b006, 17j045, and 18d004. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that the bladder of eight (8) large volume infusors ruptured. Of the eight (8) events, four (4) bladders ruptured after filling which lead to a leak of solution, two (2) events occurred during filling, and two (2) events occurred during patient infusion. There was patient involvement and no consequence to the patient in two (2) events and the other six (6) events did not involve a patient. No additional information is available.